Event description:
Information was received indicating that this cadd ms3 pump didn't work anymore. The patient's mother received a text message from her son indicating that the patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no known adverse effects to the patients due to the reported event.